Event description:
A hospital in (B)(6) reported that water leaked from the connection between the bag spike and water feedset tube of an mr290 vented autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned for investigation. The complaint chamber was visually inspected and connected to a waterbag for testing. Results: during performance testing a drop of water began to build up at the connection between the water feedset tube and spike. Visual inspection revealed that sufficient glue was present around the spike tubing connection, but that the glue was only partially bonded. A lot check revealed one similar complaint for this lot number. Conclusion: we are unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 chamber state the following: -"set appropriate ventilator alarm" - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" our monitoring and trending of loose water bag spikes in mr290 chambers has a rate of occurrence of (B)(4) devices per million sold in the last year to the end of february 2012.